Event description:
It was reported that the patient presented to the clinic complaining of experiencing arm twitching. Upon interrogation, the atrial lead exhibited loss of capture. A chest x-ray revealed that the lead had dislodged. The device was reprogrammed. On (B)(6) 2015, the lead was explanted and replaced.

Manufacturer narrative:
(B)(4).